Event description:
A surgeon reports a patient complains of bad halos at night following intraocular lens implant surgery. The patient's vision is good and the surgeon is not planning any intervention. Additional information has been requested.